Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon evaluation, the c10 capacitor shorted creating an open connection at the l1 inductor. The cause of the code 110 is the shorted capacitor and open inductor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report tha ta patient's monitor was producing service code 110.